Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer received a motor error alarm. Customer's blood glucose was unknown. The mother stated the drive support cap appeared to be normal on the insulin pump. The mother also stated they were unable to complete the rewind sequence on the insulin pump due to recurring motor error alarms. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.